Manufacturer narrative:
The device was received and evaluation was completed. The event history log review was completed and it noted the presence of air in line alarm in the log. A visual inspection was performed and no abnormalities were found. The reported issue was reproduced during the device evaluation while running a loaded set. The device was determined to not meet all product specifications related to the reported event. The false air in line was verified. The cause was determined to be a failed ultrasonic sensor. The upstream sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false air in line alarm. There was no patient involvement associated with this event. No additional information is available.